Event description:
It was reported that shaft break occurred. A 20 x 3.00 promus elite drug-eluting stent was selected for use. However, when taking the protection tube of the stent before implanting, it was discovered that the stent was broken. The procedure was completed with another promus elite stent. No patient complications were reported. It was further reported that the stent strut was broken when unpacking the device and not the shaft as what previously reported.

Event description:
It was reported that shaft break occurred. A 20 x 3.00 promus elite drug-eluting stent was selected for use. However, when taking the protection tube of the stent before implanting, it was discovered that the stent was broken. The procedure was completed with another promus elite stent. No patient complications were reported. It was further reported that the stent strut was broken when unpacking the device and not the shaft as what previously reported.

Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 20 x 3.00mm was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break at the site of the guidewire port as well as multiple hypotube kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 20 x 3.00 promus elite drug-eluting stent was selected for use. However, when taking the protection tube of the stent before implanting, it was discovered that the stent was broken. The procedure was completed with another promus elite stent. No patient complications were reported.